Event description:
There was no patient involved in this event. This device malfunctioned because the device works for a period of time and then the green led slowly dims and red led starts to flash. A device in this fault mode, if left undetected could result in the failure of the deice to perform as intended if required.

Manufacturer narrative:
The user attempted to install the pad device on (B)(6) 2010. Some of the information recorded on this day is nonsensical and the history log continues to record automatic and manual self tests up to (B)(6) 2011. Nonsensical data and multiple events would indicate a poor connection between the pad and the pad-pak. The pogo-pins were tested and found that under load the current flow through the pogo-pins dropped to zero when the pad-pak was agitated. This would cause the green led to dim and the red led to flash indicating a fault. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.